Manufacturer narrative:
The ge oec service representative investigated the issue and found an error in the event log referring to corrupt arc node. This was due to improper shut down by the user. The arc nodes were flashed and re-loaded. The system was tested, and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed a communication failure message.